Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 4 atms. The number of inflations and to what atms is unknown. The lesion being treated was a calcified and 100% stenotic lesion in the lad. No patient injuries or complications were reported. Patient status is listed as "fine."